Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer alleges she was going up an incline, hit a pot hole which allegedly caused her to go sideways then she allegedly tipped over in the chair. She had no seatbelt on and her dog was in her lap at the time.